Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/13/16 that a customer had an issue with a lite glove. The customer reports during orthopedic surgery the lite glove was torn. The tear was realized during the procedure, after the lite handle was touched several times. A new glove was used and the procedure continued. A smear was taken from the patient.